Manufacturer narrative:
Concomitant products: 1488tc st jude lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of experiencing arm pain, and the patient also thought that their leads had moved. Lead testing suggested that the device was functioning appropriately. Subsequent follow-up investigation with the clinic could not provide any further details. The lead remain in use. No further patient complications have been reported as a result of this event.